Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several relion¿ insulin syringe(s) had smudged and illegible scale markings. The product was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (3) 1/2cc, 8mm, 31g relion syringes in an open poly bag from lot # 6242675. Customer states that the ink seems to be smudged. All returned syringes were examined and all exhibited ink smears on the surface of the barrel. Samples were forwarded to manufacturing (holdrege) on 27apr2018 for further review. Second investigation summary: on (B)(6)2018, holdrege received three (3) 0.5ml, 8mm, 31g relion syringes in an opened polybag from batch# 6242675. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause likely to be a swollen pad on the printer during manufacturing. When this occurs, additional ink/smears may occur as the swollen pad can touch the barrel surface at more points than just the scale print areas. The resulting defect can make it's way into final packaging and on to the consumer without being noted. A review of the device history record was completed for batch# 6242675. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200660922] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale printing smudged on lot # 6242675. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. CAPA 162566 was initiated by the holdrege plant to address print related defects and their associated root cause(s). Batch# 6242675 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.